Manufacturer narrative:
Known inherent risk of device, contralateral herniation can occur with use of device.

Event description:
Patient had barricaid implanted successfully. Patient subsequently reherniated on the contralateral side. Surgeon performed another discectomy, and decided to remove barricaid originally implanted. There was no device breakage or issues related to this removal decision.